Event description:
Follow-up information revealed the lead had migrated out of the epidural space causing high impedance values. Consequently, the patient underwent surgical intervention wherein the lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is feeling overstimulation from his scs system when stimulation is turned on. Diagnostic testing revealed high impedance values. Consequently, the patient may undergo surgical intervention to address the issue.